Event description:
The facility reports a roll pin broke during a transfer, causing the pt to fall onto a caregiver and then to the ground. The pt sustained compression fractures and crushed vertebrae. It is reported the pt passed away in 2007, though it is not clear whether the injuries caused or contributed to her death.